Event description:
Injury (needle): a woman from austria reported that she experienced a novofine 30 needle which broke and remained in her abdominal wall. Two attempts were made to remove the needle, of which the second operation was successful. No further info concerning the woman or the event is known.